Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Additional event information received on 10/23/2018. Engineers assessment.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is not currently available.

Event description:
Additional event information received on 11/21/2018. It was reported by an affiliate that the entire suture was removed from the patient. Orthocord suture was used to complete the procedure. Sliding knot was being tied on the suture when it was broken.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). UDI: incomplete (B)(4). The expiration date and lot/serial number are currently unavailable. As of this date, the device has not been returned for evaluation. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via e-mail that during a rotator cuff repair, when typing down sutures using the knot pusher, it was observed that the suture broke half way up the suture. It was reported that the surgeon noticed a sharp scratch/groove on the internal tip of the knot pusher. An alternate knot pusher was used for remainder of the case. There was no delay to procedure and no adverse effect on the patient reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
It was reported by the affiliate via e-mail that during a rotator cuff repair, typing down sutures using the knot pusher & suture broke 1/2 way up the suture. Surgeon noticed a sharp scratch / groove on the internal tip of the knot pusher. An alternate knot pusher was used for remainder of the case. There was no delay to procedure and no adverse effect on the patient reported. Additional event information received on 10/18/2018. Engineers assessment will be uploaded upon receipt.